Manufacturer narrative:
B.5 .during testing/maintenance by a bio-med service technician this bio-console 560 instrument required battery replacement and there was a faulty display printed circuit board(pcb). This was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the battery was requested to be replaced as part of the annual service for the unit. There was no allegation of defects about the battery e.initial reporter name added device evaluation during preventive maintenance by service technician this bio-console 560 instrument required battery replacement and there was a faulty display printed circuit board(pcb). After installation and during preventive maintenance check service technician found display not working. The issue will be resolved by replacing the battery and assy ,display. Preventive maintenance will be completed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During testing/maintenance by a service technician this bio-console 560 instrument required battery replacement and there was a faulty display printed circuit board(pcb). This was detected during service so there was no patient involvement, so no adverse effect occurred.